Manufacturer narrative:
K1110824 / k130596. Manufacturing site evaluation: visual and mechanical: instrument arrived unpacked. With the first view we saw that the instrument was clean. We assume that the instrument was decontaminated at the hospital. The caiman shows no damages or mechanical abnormalities. Electrical inspection: the electrical parameters are according to the specification. The resistance of both paths (lower and upper jaw) are lower than four ohm. Even under bending stress the resistance wouldn't increase, this is an indication for proper sliding contacts. Opening the handle for investigation: after opening the handle, we investigated the sliding contacts. Proximal and distal contacts are according to specification, the contact surfaces were clean. Conclusion: all important parameters are within specification there are no hints for a malfunction. Caiman - instruments shouldn't be decontaminated prior to analyses, if so, some defects, e.g. Caused by soiled contact surfaces, couldn't be reproduced. Unable to determine root cause.

Event description:
Country of complaint: (B)(6). During conducting a trial there was a bleed with the use of caiman. The surgeon was an existing harmonic user. The case was a sleeve gastrectomy. From the outset, when activated the cycle seemed very short but was running a full cycle as expected. Even when cutting fat and small vessels, the tissue was not sealed and bled profusely.